Event description:
The physician was fitting the cypher select stent in the indeflator device when he noticed that the hub was broken. There was no patient injury. No anomalies were noted when the device was taken out of the package. The device was not resterilized. The device was prepped according to IFU. An abbott indeflator was used for the procedure.

Manufacturer narrative:
This device crb 08300 (lot 14061690) is distributed outside the united states; however, it is similar to the united states product cxs 08300. The product is not available for analysis. Device history record review was conducted and the product met quality requirements for product acceptance. Additional information will be submitted within thirty days upon receipt.